Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age not reported. It is unknown when the non-union occurred; unknown date in 2016 or 2017. This report is for six (6) unknown cortex screws. Part and lot numbers are unknown; UDI number is unknown. Device is not expected to return. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed on (B)(6) 2017 due to non-union of an ulna bone. The original surgery date occurred on (B)(6) 2016 due to a forearm fracture. All previously implanted hardware was removed intact and included a 3.5 mm lcp plate 7 holes and 6 (3.5 mm cortex screws). The patient was revised to a 9 hole lcp plate with 8 (3.5 mm cortex screws). The surgery was completed successfully with no delays. Patient outcome was noted as stable. This is report 2 of 2 for (B)(4). This report is for six (6) unknown 3.5 mm cortex screws.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Corrected implant date from (B)(6) 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.